Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 06, 2016 that a wallflex biliary rx uncovered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient had a history of pancreatic cancer and a prior plastic biliary stent. The patient was enrolled in the study for treatment of malignant neoplasms with no intended surgery. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported right upper quadrant pain. Liver function tests were also performed on (B)(6) 2015. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp), magnetic resonance cholangiopancreatography (mrcp), CT scan and endoscopic ultrasound (eus) with fine needle aspiration (fna) for imaging/tissue sampling during the stent placement procedure on (B)(6) 2015. The procedure was done in an inpatient setting and a pancreatogram was performed during the procedure. Additionally, the plastic biliary stent was removed during the procedure. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On (B)(6) 2016, the patient experienced right upper quadrant pain, jaundice, nausea and vomiting. According to the complainant, the study stent was noted to be occluded on (B)(6) 2016. The reason for the stent occlusion is unknown. A biliary intervention was performed at a different hospital from the study site and a new stent was implanted. There were no other associated adverse events reported.

Manufacturer narrative:
Additional information received on (B)(6) 2017. The patient¿s biliary reintervention was performed at hopital (B)(6).

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx uncovered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of pancreatic cancer and a prior plastic biliary stent. The patient was enrolled in the study for treatment of malignant neoplasms with no intended surgery. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported right upper quadrant pain. Liver function tests were also performed on (B)(6) 2015 (see block b6). The patient underwent an endoscopic retrograde cholangiopancreatography (ercp), magnetic resonance cholangiopancreatography (mrcp), CT scan and endoscopic ultrasound (eus) with fine needle aspiration (fna) for imaging/tissue sampling during the stent placement procedure on (B)(6) 2015. The procedure was done in an inpatient setting and a pancreatogram was performed during the procedure. Additionally, the plastic biliary stent was removed during the procedure. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On (B)(6) 2016, the patient experienced right upper quadrant pain, jaundice, nausea and vomiting. According to the complainant, the study stent was noted to be occluded on (B)(6) 2016. The reason for the stent occlusion is unknown. A biliary intervention was performed at a different hospital from the study site and a new stent was implanted. There were no other associated adverse events reported.